Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion due to high left ventricular (lv) lead outputs related to chronic high thresholds. The lv lead was programmed off, abandoned, and replaced with epicardial leads. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.